Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be advanced with the use of the existing stylet. The ra lead was not used and was replaced on (B)(6) 2026. There were no patient consequences.